Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient was not feeling stimulation since the day prior to the report and there was a loss of therapeutic effect. It was noted that the patient charged the device halfway two days prior to the report. The reporter stated that the implantable neurostimulator (ins) was in an ¿odd place right on the corner¿ and ¿when mashing down on one side it flips up on one side¿ so the patient used a small pillow so it didn¿t move at all. It was reported that it took a while for the patient to charge but she got all of the coupling bars. It was noted that the patient saw an icon on the recharger and was not sure what it meant. It was reported that the ins was off, and the patient was able to turn the ins back on and feel stimulation. The patient changed the setting of group a program 1 from 1.7 volts to 2 volts and program 2 from 1.3 volts to 1.7 volts. It was noted that the patient charged the device at night, did not move much, and checked the recharger coupling bars with a flashlight.